Manufacturer narrative:
The pod involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction that may have contributed to the customer's hospitalization. No specific device failure mode was reported. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so they're able to react quickly and appropriately to high bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency.

Event description:
The report indicated that the customer "ended up in the hosp with dka" (no specific bg levels were provided). The hosp "could not determine an issue except the pump." No specific pod failure, however, was reported (the cannula was reportedly "still in place" and no alarms were noted). While at the hosp, he was placed on an IV drip; he was discharged after 72 hrs. The doctor wanted to re-start the customer on the omnipod system, feeling he "had better control for the short time he was on it", but he did not want to at this time fearing a malfunction. The pod will not be returned for eval. Note: the customer had called back three days later to report an issue with the pdm associated with this event. A review of this complaint indicates he was having an on/off power issue (resulting from switching batteries). This condition would not have affected the accuracy of bg readings and would not have been a contributing factor to this reported event.